Event description:
Attempted to remove foley catheter. Unable to lock syringe on to balloon port, not enough room to lock syringe on. Had to take off orange circle with foley size in order to lock syringe on. On exam, balloon port appears shorter than other foleys. Catheter bagged and sent to clinical educator manufacturer response for foley catheter, lubri-sil i.c. Complete care temperature sensing foley 16f (per site reporter) response unknown.